Event description:
It was reported that the loosening interface is between anchor peg glenoid implant and the glenoid bone is where the surgeon determined it was loose. The affected side was on the left side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total shoulder replacement, dr.(B)(6), (B)(6) 2018. Initial procedure took place approximately 3 years ago. Patient has since complained of painful shoulder. Surgeon tried to treat conservatively but pain consisted. Took xray of shoulder and determined that the implanted humeral head was too large and could be "over stuffing" the shoulder. During revision surgery the surgeon did indicate that he found the inferior aspect of the anchor peg glenoid component to be loose which could also have contributed to the pain t he patient was suffering. The surgeon revised the anatomic tsr to a reverse delta xtend. Female patient initials (B)(6).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.